Event description:
The customer reported that he was hospitalized for hyperglycemia, with a blood glucose reading of 440 mg/dl. Prior to the event, the customer was having problems regulating his blood glucose levels, and was advised to go to the ER. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.